Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: strain relief unbonded from donut. This does not impact the functionality of the recharger. Found no issues with finding or charg ing ins. Electrical failure. Failed-antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that for the past 2-3 weeks, they had been having issues charging their implanted neurostimulator. Patient stated that they would be charging and then the charge would kick off and they would have to reset the controller to get it started again. Patient said they would get poor recharge quality and sometimes the controller would not even restart the charging session after displaying poor recharge. Patient stated it would take 3 hours to charge their implant. Patient also said that they had to move the recharger around to get charging to work and sometimes it finally would charge if they had the paddle in a perfect position but then it would stop charging after 5-8 minutes. Patient mentioned that last night they were down to 30% and they went to charge and the implant would charge for a little bit and then kick off again (poor recharging). Patient stated they then kept seeing the system problem rm03 message despite resetting the controller. Agent asked, patient confirmed there were no other error codes or messages coming up on the controller besides rm03. Agent had patient reset the controller and inspect for damages. Patient inspected the recharging antenna cord and said there was no visible damage but said they had noticed the paddle and relay box getting pretty warm/hot every now and then more than they normally would. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.